Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the implant it was revealed that the outer collet was loose. There were signs of damage visible on the inner and outer collet, which is consistent with the effects of damage during removal. The inner collet was splayed off axis, allowing for more space for the rod to move.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place approximately 10-12 months post-operatively due to rod slippage. Revision surgery took place on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 11.08.2018 it was reported to k2m, inc. That a revision surgery took place approximately 10-12 months post -operatively due to rod slippage. Revision surgery took place on (B)(6) 2018.